Event description:
The plaintiff's atty alleged that the pt experienced cardiac arrest and cardiac arrhythmia. This is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. A follow up will be submitted upon receipt of additional info.